Event description:
Related manufacturer reference number: 2017865-2022-10125. It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination, it was noted that there was premature depletion of battery on the pacemaker due to elevated capture threshold on the right atrial (ra) lead. The physician explanted and replaced the pacemaker on (B)(6) 2022 but reused the same ra lead with the new pacemaker. There were no adverse consequences to the patient.